Event description:
On the morning of (B)(6) 2014, amr medic unit 414 (paramedics (B)(6)) and (B)(4) engine 55 responded to an incident involving a vehicle vs pedestrian. When we arrived on scene, the pedestrian, our pt, was laying in the street face down approx 10 feet from a larger passenger van that struck him head on traveling approx 35 mph. Our pt was pulseless with some significant injuries all over his body, and appeared to be a "blunt traumatic arrest" pt. Per san diego protocol, we are able to pronounce a pt in "blunt traumatic arrest" who meet the following criteria: no obvious sings of life (pulseless, apneic, no purposeful movement), asystole in 2 leads, mechanism is consistent with the pt's injuries . When we rolled the pt onto his back, while maintaining cervical spine precautions, we began CPR and attached our zoll monitor from the ambulance onto the pt using the fast pads. We turned the monitor onto the "defibrillator" setting. Once the monitor turned, on, it displayed the service screen, not allowing us to view what cardiac rhythm the pt was in. It was critical for us to determine the pts cardiac rhythm, because it would determine whether or not the pt was a CPR candidate, in which case we would continue resuscitative efforts, or if he would be a blunt traumatic arrest pronouncement on scene due to a cardiac rhythm of asystole in 2 leads. We immediately turned the monitor off, and then turned it back onto the normal "monitor" setting, and again, it only displayed the service screen. During this time, and IV was established on the pt and our first round of epinephrine was provided through the IV due to the fact that we did not wish to withhold efforts had the pt been a CPR candidate. We then changed out the battery on the monitor and turned the monitor back on, trying all three setting (pacemaker, monitor, and defibrillator), and all three settings only displayed the service screen. Fortunately, we were on scene with a paramedic engine who had a monitor, so we attached our pads to their monitor. The monitor displayed an idioventricular rhythm of less than 30 a minute. Base hospital contact had been made, and the pt was pronounced on scene. Once we stopped CPR, the pt was then in a pulseless electrical activity normal sinus rhythm of 70 a minute, most likely due to the epinephrine's effect on the automaticity of the heart. We re-contacted the base hospital and informed them of the change in the pts cardiac rhythm, and they requested that we continue resuscitative efforts and transport the pt to the nearest trauma center, which was (B)(6). The pt was immediately pronounced in the trauma surgical center by doctors. Due to our zoll monitor's malfunction, we were unable to determine our pt's cardiac rhythm in a timely manner and were forced to perform resuscitative efforts on a pt who may have met our "blunt traumatic arrest" protocol. The efforts done on scene while trouble shooting and changing our monitor may have caused the pt to display the pea rhythm, for which we were obligated to continue working and ultimately transport the pt 15 miles to (B)(6) in heavy traffic where he was immediately pronounced.